Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the patient was admitted into the hospital for one to two days due to gi bleeding. The patient was listed as 1a status for a heart transplant and was taken off all anticoagulation medication. The patient was given medication for the gi bleed. The patient was transplanted.

Manufacturer narrative:
The device was not returned for evaluation. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.